Event description:
Reporter alleged obtaining the results of 490 mg/dl, 294 mg/dl, 202 mg/dl and 223 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took his regular dose of 70 units of lantus and 7 units of humalog after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.